Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 05/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle/suture piece of product code sxmp1b409 was received for evaluation, the swage and attachment area was noted to be as expected and marks by use of surgical instrument could be observed, body fluids and damage was noted in some barbs and the suture was cut appears to be by use of the surgical instrument. The section of the loop was not received for evaluation. The product code sxpp1a405 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the 4 sutures were used in the same event? No, only 2 sutures were used in one event. 2 other sutures were used in another event - product complaint created with number: (B)(4). Was there any patient consequences? No. Device status- available only one suture and will be shipped next week. Event day (B)(6) 2021. Procedure - gastric bypass. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01955.

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2021 and the barbed suture was used. During surgery this the barbed suture did not fix the tissue and it slid through. It was reported that anchors did not fix the tissue and did not hold the tissue together. Anchors didn¿t fix the tissue and didn´t hold the tissue together. Doctor opined that he did not feel anchors on half of barbed suture. Another like suture was used. There were no patient consequences reported.